Event description:
(B)(4).

Manufacturer narrative:
The customer that called stated that another bme at the customer site replaced a cable on the cns and the issue has not been seen happening again. They stated they would contact tech support if the issue occurs again.